Manufacturer narrative:
H6: b22 and c20 ¿ product history review could not be performed as the serial# is not available. It should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU), the nominal outer body diameter of a 22fr gore® dryseal flex introducer sheath is 8.2mm. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment of a descending aorta aneurysm. A gore® dryseal flex introducer sheath(dsf sheath) was used for access. The physician felt a resistance while inserting the 22fr dsf sheath from left common femoral artery. Reportedly, there was a calcification at the site where the sheath was inserted. The physician pushed forcefully and advanced the dsf sheath. After all stent grafts were placed, a dissection in the left external iliac artery was observed on the access confirmation angiography. An additional bare stent was placed to treat the dissection. After the wound closure, a weak pulse on the left leg was noticed and angiography was performed, which confirmed that the dissection extended to the proximal side of the bare stent. Additional bare stent was placed proximally. The patient tolerated the procedure. Upon review of case diagram, measurements for the left external iliac artery measured between 7mm and 7.25mm (diameter). Per the dryseal flex introducer sheath IFU, the outer diameter of a 22fr dryseal sheath is 8.2mm. The physician reported during sheath insertion, there was an unusual pushing back sensation at the puncture site, which might have been caused by calcification of the puncture site.